Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a blurry image was confirmed due to a faulty printed circuit board. The device was noted to have an old switch version. The electronics of the device were tested and found an intermittent digital visual interface (dvi) and serial digital interface (sdi) signals. The device was equipped with out dated software. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed that the image on the device display was blurry. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the following are attributed to the root cause are described from the investigation result. Since no event was confirmed in the inspection, it is assumed that the event occurred due to a factor other than the device concerned. It is inferred that there is no dvi output due to the accidental failure of the device on the dp substrate. It is inferred that there is no sdi output due to the accidental failure of the device on the dx substrate. It is assumed that there was no opportunity to update the software because there was no problem with the previous version of the software.